Event description:
Medtronic guardian 4 sensor failure. Failed to operate. Use with cgm transmitter and pump 780g. First sensor went bad (B)(6) 2025. Second sensor (the replacement) went bad (B)(6) 2025. Reference report: mw5166527.